Manufacturer narrative:
G2: country of origin is japan. H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing bkp- balloon kyphoplasty for lumbar vertebral compression fracture. It was reported that the balloon did not enter through the introducer. The opposite side was also tested, but in the same manner, t here was a strong catch at the narrowing part of the oster introducer and did not proceed. The stylet and the drill were able to be operated without any problems with the operating introducer. There was no patient symptom reported. There were no further complications reported regarding the event. (B)(4)): additional information received from manufacturer representative that the event is an initial defect which concludes that the device have manufacturing issues.

Manufacturer narrative:
H3: product analysis for part # kex102eb; lot # 227492612 visual inspection confirmed the ibt shaft has been bent and the balloon tip has been unfolded which makes it difficult to pass through the cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.